Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual inspection of the as returned product identified a fractured threaded portion of a titanium screw. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction has been confirmed. A root cause cannot be determined.

Event description:
It was reported that the abutment screw (iuniht) fractured. The screw was able to be removed and the implant was ready for restoration.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured. The screw was able to be removed and the implant was ready for restoration.